Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 40 mg/dl because he took too much insulin. Customer drank a can of soda to treat the low blood glucose. Customer stated that they did calibrate with a low blood glucose which caused a calibration not accepted. That morning he received a change sensor due to getting another calibration not accepted. Customer declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.